Event description:
It was reported that the device was explanted after implant duration of zero days. On 08/03/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful valve replacement. Per the operative report of (B)(6)2010: "it was very difficult to seat this valve properly on this very calcified annulus. There were calcific fronds just protruding off the right coronary ostial opening and all along this procedure, retrograde cardioplegia was given but there was not much coming out of the right coronary ostia and was presumed to be not big as per coronary angiogram finding. At this point, after implanting the valve, the aorta was sutured with 5-0 prolene in 2 layers. A warm shot of cardioplegia was given. Retrograde cardioplegia cannula balloon was deflated. The patient was in the head down position and the aortic crossclamp was removed. At this point, the aortic root cardioplegia cannula was used as a vent as well as pulmonary vent catheter was used for the vent. After awhile, the patient still had no rhythm and whenever the patient had rhythm, it was most likely ventricular fibrillation which did not respond to defibrillation. After attempting defibrillation for awhile, we concurred that there may be a compromise, most likely the right coronary ostia and there was even an issue that the patient's left ventricle was also not moving much. At this point, we decided that we should take this valve out and do a root replacement using a freestyle tissue root."

Manufacturer narrative:
(B)(4) = unsuccessful valve replacement.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported during "a laparoscopic total hysterectomy. The vcare uterine manipulator (small) was successfully placed at the beginning of the procedure. No adjustment was made to the uterine manipulator during the procedure. The colpotomy was performed leaving the uterus and cervix free. The surgical assistant was asked to pull the uterus and cervix into the vagina. I cannot recall if the surgical assistant pulled the uterus and cervix through the vaginal vault using just the uterine manipulator or if they also used a vulsellum forceps or if they had removed the uterine manipulator and were just using a vulsellum forceps. I think the surgical assistant partially pulled the uterus and cervix into the vagina and then pushed it back into the pelvis. It was at this point that we visualized with the laparoscope the balloon and cervical cuff sitting free in the pelvis and completely detached from the uterine manipulator. The balloon and cervical cuff were removed from the pelvis via the vaginal vault. I don¿t recall the body of the uterus being particularly large and it appeared that the surgical assistant was able to deliver the uterus and cervix through the vaginal vault without excessive force or pressure." No pt injury reported.

Manufacturer narrative:
At 10/22/2010, after repeated requests by phone and fax, it is unknown if the device will be returned for evaluation.